Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the battery compartment was found to be cracked and it was also found that the display screen was dim and discolored. It was also reported that the bolus button was inoperable because the bolus button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim/fading display screen with an inoperable bolus button. This report is made based on results of investigation completed on 05-feb-2019.